Event description:
The customer reported that the device jaws became locked and the knife was extended from the jaws. There was no patient injury.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2011. To date the incident sample has not been received for evaluation. If the sample is received or if the additional information pertinent to the incident is obtained a follow-up report will be submitted.